Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported an infection occurred. It was further reported there was secretion of sero-purulent material from the device pocket. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.